Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty being able to charge the pump battery customer suspected the usb port was potentially damaged and battery life potentially weakened. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.